Event description:
Guess on the date. Implanted (B)(6) 2013. About the end of (B)(6), I began having pains on my left side. They feel as if they are contractions in the are of my tubes. Continuous pain. Body aches night sweats. Also causing depression because of inability to perform daily tasks. Heavy bleeding that is constant. A month or more at a time. (B)(4).